Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 pen ndl 32g 4mm hp 100 box 1200 us were unable to deliver medication during use. The folowing was reported by the initial reporter: "it was reported that the pen needles clog during the injection. Verbatim: from phone call on (B)(6) 2021 16:09:38: per rcc alert the awareness date I am correcting from (B)(6) 2021 to (B)(6) 2021 to document this record correctly. Dc consumer reported finding about 50% of the pen needles from this box to clog during injection. Advised to complete flow check and informed of non patient end placement lot # 0168024catalog# 320550date of event (B)(6) 2021 found 1date of event (B)(6) 2021 found 4 pen needlesdate of event unknown for others foundsample status discard"